Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd ultra-fine¿ short pen needle 8mm x 31g (100 count), insulin did not flow during injection. The following information was provided by the initial reported: consumer reported no insulin flow when taking injection.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. A review of the device history record was completed for batch# 1165305. All inspections and challenges were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that while using a bd ultra-fine¿ short pen needle 8mm x 31g (100 count), insulin did not flow during injection. The following information was provided by the initial reported: consumer reported no insulin flow when taking injection.